Event description:
Additional information was that the lead was capped and replaced to resolve the event.

Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored.